Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. We have confirmed that carryover was not obtained on patient samples, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that during use with bd facslyric¿ flow cytometer carryover of patient samples occurred. There was no patient impact. The following information was provided by the initial reporter: contamination in the h2o tubes of the manual port

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facslyric¿ flow cytometer carryover of patient samples occurred. There was no patient impact. The following information was provided by the initial reporter: contamination in the h2o tubes of the manual port.